Event description:
Add'l info rec'd from MFR 8/7/03: this is an isolated event. The root cause of the failure was determined to be a short from the heat sink through the sill pad to one of the field effect transistors due to a burr from a machine-threaded hole in the heat sink. Co had had no add'l reports of shorted field effect transitors. Additionally, corrective action has been taken to eliminate this as a potential failure mode. The design and machining process associated with the heat sink has been revised to eliminate burrs. The reported injury associated with this incident was determined to be minor and no medical intervention was required. Any repetition of an incident of this type, although unanticipated, is extremely unlikely to cause or contribute to a serious injury. When moving the unit, the speed ramps up slowly and it is most likely that a person would have enough time to avoid the unit. In addition, the stop lever is within reach of the drive bar, easily allowing for disabling of the unit. In summary, there is no significant risk to health. There have been no add'l reported deficiencies with the field effect transistor. Corrective action has been taken to preclude future incidents of this type. This is co's basis for determining that no remedial action is required.

Event description:
A battery powered bed moved on its own in reverse when an employee unplugged the power cord from the wall receptacle. The wheel of the motorized bed rolled over the employee's left foot, impacted the left knee, and trapped them in the corner of the room. According to the employee, at the time they unplugged the bed, they were not actuating any of the controls. There was no pt in the bed at the time of the incident. The MFR has been contacted about this event. It was thought that damage to the bed causing the motion release to be stuck in the "on" position may have contributed to the event. The MFR is replacing all of the inverter/charge boards on this model bed at this facility. It is thought that add'l training by the MFR and the clinical dept for the users of this device could help prevent future device incidents of this nature.